Event description:
It was reported in an article summary that carotid artery stenting (cas) is considered an important tool in carotid revascularization. Carotid artery stenting is usually performed by using self-expandable stent with different designs. This study comprised all consecutive patients who underwent carotid artery stenting for atherosclerotic carotid stenosis from march 2014 to may 2021, with a total of 728 patients. A total of 277 (38%) patients were treated with xact carotid stent system (38% of patients) and non-abbott self expanding stents (62% of patients). Emboshield nav6 (2.7% of patients) and non-abbott (97.3% of patients) embolic protection systems were also used. Successful carotid artery stenting was achieved in 698 (96%) of patients. Technical success was achieved in 698 (96%). Of these patients, stroke rate in symptomatic patients was nine (5.8%), while in asymptomatic patients was 20 (3.4%). Neurologic events (51/728, 7%) were reported in the first 30 days after cas; including twenty nine (4%) transient ischemic events, fourteen minor strokes, seven major strokes, and one fatal stroke. Most events (37/728, 5%) occurred during or within 6 hours after the procedure. It was stated that patients that were treated with the xact stent were more likely to experience hemodynamic instability (hi) (hypotension), likely due to the difference in radial forces of the stent. Hi was treated with intravenous fluids, vasopressors and norepinephrine or dopamine if needed. The patients were continuously monitored and were transferred to the intensive care unit to monitor the hi. There was death, stroke, re-intervention, in-stent restenosis; however, it was not stated which device specifically had which results. Based on the results of the study, carotid artery stenting is considered a safe alternative to carotid endarterectomy (cea) that can be used in selected average surgical risk patient. Different stent designs can affect the rate of major adverse events in carotid artery stenting patients. Additional information can be found in the article "carotid stenting: does stent design matter?"

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event is estimated. D6a: date of implant is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: carotid stenting: "does stent design matter?"

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. The investigation determined a conclusive cause for the reported material too rigid or stiff cannot be determined. A conclusive cause for the reported low blood pressure / hypotension, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. The reported patient effect of hypotension is listed in the xact carotid stent system instructions for use as a possible adverse event associated with use of these devices. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.